Event description:
It was reported by the patient that the cannula did not insert when they clicked start, indicating a needle mechanism failure. The patient did not seek any medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.